Event description:
During a remote follow-up, episodes of no capture were observed on the device. The patient was pacemaker dependent. The patient was expected to be evaluated at a future in clinic follow-up. No intervention has been performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the patient experienced dizziness. The device was explanted and replaced to resolve the event. The patient was stable.